Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, during the second inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.